Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Initially, the technical application specialist (tas) advised the customer to auto-aligned reagent 5 (r5) and sample 3 (s3) probes, prime probe pumps, run naoh on the reagent 5 (r5) probe, and reset the instrument. Additionally. The cse confirmed that the instrument required maintenance for the reagent 5 (r5) probe and sample 3 (s3) pump. The cse replaced 3 solenoid valves in the sample 3 (s3) pump and ran maintenance. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed carbon dioxide patient result was obtained on a dimension vista 1500 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument and on an alternate dimension vista 1500 instrument. The repeated result from the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed carbon dioxide result.